Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had stuck button alarm and critical pump error. The customer¿s blood glucose level was unknown. The customer reported that they had received stuck button alarm. The customer reported that they had critical pump error. Customer stated that they were not able to clear the alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor confirmed in history file due to moisture damage to force sensor. Unable to verify unresponsive buttons or stuck button alarm due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.